Event description:
(B) (4). Same case as MFR#: 2134265-2009-05059, 05061. It was reported that post-percutaneous coronary intervention procedure, a patient death occurred. Two lesions were identified at the time of initial presentation. Target lesion #1 was 80% stenosed and located in the left anterior descending (lad) artery. The lesion was 20mm in length and the reference vessel diameter was 3.0mm. A liberte bare metal stent (bms) 3.0x20mm was implanted at the lesion site. Residual stenosis was reported as 5%. Target lesion #2 was 85% stenosed and located in the circumflex (cx) artery. The lesion was 44mm in length and the reference vessel diameter was 3.0mm. A liberte bms 2.75x28mm and a liberte bms 3.0x16mm were implanted at the lesion site. Residual stenosis was reported as 5%. No patient complications were reported and the procedure was documented as a technical success. At discharge no anginal complaints or silent ischemic. Four days post-procedure, sudden cardiac death occurred. No further information is available.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4): product not available for analysis.